Manufacturer narrative:
Recall. Recall number: z-1123-2014. (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that after implanting an intraocular lens (iol) in the right eye of a patient, the lead haptic came off requiring a removal and replacement of the lens in the same procedure. In addition, the incision was required to be enlarged. A lens cutter was used to remove the iol, and a z9002 lens with 20.0 diopter was implanted. There was no vitrectomy performed and there were no patient complications. Patient date of birth and gender were requested; however, the information was not provided. No further information has been provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification was performed. Visual inspection revealed that the lens was received in two pieces with the haptics distorted/detached and cut. The condition of the returned lens may be related to the lens handling during the insertion/removal process from the patient's eye. Visual inspection also revealed surface residuals (fiber/particles) on the lens compatible with the handling the lens in a non-sterile environment. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.